Event description:
It was reported that during a routine outpatient visit, when interrogation was performed, the pacemaker was found to be in safety mode. The physician planned to replace the pacemaker. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.